Event description:
The device was returned with oos documentation from biotronik rep. The device is at eri indication. The device was replaced with a philos ii dr. The medtronic atrial lead was also explanted and replaced with a setrox s 53. There are no adverse events reported for the pt.